Event description:
The pump was sent for service reporting "pump alarms, will not stop. Pump turns on and off by itself." The account's biomed engineering dept had no reports of pt injury. Info was not provided regarding whether or not the device was in use when the reported condition occurred.